Event description:
(B)(4). Ensure device folded in on itself during implantation causing severe pelvic pain and inflammation for 2.5 years. Had a salpingectomy, but part of the coil broke off during the procedure and wasn't able to be retrieved. A hysterectomy was performed a month later to remove the missing coil piece.